Event description:
Technician found bed tagged "gci inoperable." He found power control board to be inoperative. The bed had all functions except gci. He replaced pcb, but this did not resolve the problem . He replaced left ucm cable and board and this corrected problem.